Event description:
The tech alleged that the head of bed will not go all the way down. No pt impact.

Manufacturer narrative:
The tech found the gas springs did not function as designed. No further info is available on the repair of the bed at this time.